Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where item was unavailable to issue. The technical support specialist (tss) checked zones 10 and 11, which were not enabled. The tss found that the item was in drawer 10, resulting in the user being unable to add it from either zone. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medbank, an item was unavailable to issue, and the facility was unable to add the medication to the patient¿s profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.